Event description:
Pt reported that they have been having high blood glucose levels, and feel that the device's basal insulin delivery is not working all of the time. No errors were generated by the device during this time. No treatment was received as a result of this incident.